Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery failure. There was no patient involvement when the issue occurred. No patient or user harm reported.

Manufacturer narrative:
E1: reporting institution name: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6). H10: insufficient information is available to determine the resolution of the event. It was reported that the replacement battery was damaged upon arrival, and that the device was not repaired; however, after performing multiple good faith efforts (gfe), no response was provided regarding the resolution of the event. It could not be confirmed that the device was repaired, and if the issue was resolved. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6), however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11:updated contact information, contact office entity, and manufacturing site. This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00313. All information from the original report(s) has been transferred to this report.